Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient¿s blood glucose was 370 mg/dl with rapid, deep breathing, shortness of breath, chest pain, extreme drowsiness, difficulty waking up, confusion, nausea, polydypsia, and polyuria that was attributed to an alleged inaccurate delivery issue. The reporter noted the patient was given advice over the phone by a healthcare provider (hcp) to treat with manual insulin injections and an infusion set insertion site change. It was reported the patient remained on pump therapy and the pump settings were not recently changed by an hcp. Reportedly, the active basal program matched the basal history; the basal total daily dose history did not match the active basal program. This complaint is being reported because the reported hyperglycemia was attributed to an alleged inaccurate delivery issue of unknown cause.